Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the implant mount ((B)(4)) fractured. Another implant was used from stock to complete the procedure.

Manufacturer narrative:
A ha coated tapered screw-vent implant (tsvwh13) was received with a fixture mount and a mount screw. Visual inspection of the returned products identified that the mount had fractured across the hex. There were noticeable nicks and wear around the implant threads and the mount. The implant platform and the drive feature had minor signs of usage. There was presence of bone residue around the threads and the vent. Review of the DHR for tsvwh13 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The reported event was confirmed through visual and physical inspection of the returned product. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). D10: device availability. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.